Event description:
Procedure left thoracotomy: while placing burford retractor into chest wound and opening it to spread blades, metal shaving began to appear and fall into the surgical field and surrounding drape area.